Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date of the lead is not available. (B)(4).

Event description:
It was reported that the patient expired during the extraction of their right ventricular (rv) lead. The right ventricular (rv) lead had experienced numerous sensing integrity counter (sic) episodes and a possible fracture. The extraction of the lead was unsuccessful and the lead was only able to be partially removed. During the laser lead extraction of the rv lead, the patient experienced a perforation, pericardial effusion, ventricular fibrillation and asystole. The superior vena cava (svc) was torn and led to the patient's subsequent exsanguination.